Event description:
It was reported that during a gastrectomy procedure, staple malformed a 1st firing. Open shape. Competing product was used to complete the case. There were no adverse consequences to the patient. One device returning.